Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14, "postoperative bone fracture and pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6) 2009. Subsequently, patient alleges popping noise, jamming and sticking of the hip, times of inability to move leg, and pain. The patient further alleges that her surgeon recommends a revision, but will not perform one at this time as he does not want to put her under anesthesia again. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.